Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch number was not provided; therefore, a batch review could not be performed. No samples were provided for evaluation.

Manufacturer narrative:
(B)(4). This review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center because the home patient (hp) needed assistance with ending therapy. The hp stated that she disconnected to use the restroom and the cap from patient line came off. The baxter technical service representative assisted the hp to end therapy. On (B)(4) 2010, baxter product surveillance spoke with the nurse who indicated that she had communicated with the patient since the incident and the patient was doing well and continuing with therapy. The nurse believes that the patient discarded the sample. No patient injury or medical intervention was associated with this incident.